Event description:
The device was no longer producing output and did not respond to telemetry.. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochear ltd.